Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer has been off the pump for 3 months. Customer is not using the pump. It was explained that during seating, the force sensor did not detect the reservoir. Customer stated they are unsure if the drive support cap is damaged. Customer was advised to discontinue use of the pump. Customer asked if he could buy a pump on the black market. Customer was advised that it was not recommended as it is illegal and may not be supported. Insulin pump will need to be replaced. Customer does not know where the old pump is. No additional information provided.